Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the product damage on the 14 fr introducer was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report.

Event description:
It was reported that implantation of an impella cp was aborted. The impella could not advance past the iliac bifurcation. The physician removed the impella, switched to a long 14 fr sheath, and performed balloon angioplasty to try to expand the vessel. Another attempt was made to insert the impella over the wire, but it still could not advance past the iliac bifurcation despite adequate vessel size, so the physician aborted impella placement. The patient was in stable condition.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.